Event description:
It was reported by the patient that they may have experienced a possible stroke and was hospitalized overnight. Magnetic resonance imaging (MRI) and a computed tomography (CT) scan were negative. The physician assessed that the event was not device-related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear st lead kit 70 cm. Model: sc-2218-7. Serial: (B)(6). Batch: 7104369. UDI: (B)(4).